Event description:
The customer reported having an urgent care visit due to high blood glucose of 265mg/dl, and she was treated with a bolus through the insulin pump. The customer experienced headaches. Troubleshooting was performed. The time and date on the device were correct. Reviewed the alarm history and found a low reservoir warning. Checked the bolus history and noticed that the customer did not bolus the past two days. The customer stated that the doctor feels the insulin pump should be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing could not be performed due to the prime anomaly.